Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: there was an issue with the filter. The position of the filter before deployment was at the l2 level below the renal vein, however, after pressing the second button for the release, the filter would not release. "Multiple attempts" were made following an attempt to pull it back into its case, but it came back halfway, and "I tried to red deployed again. It deployed sideways". After that, it was reported that a clover snare was used and an additional snare to try to straighten up using multiple catheters and wires approximately 36 minutes of fluoroscopy time. It was reported that "I was able to retrieve the filter, even though the legs were kind of intertwined from the way the filter was positioned, and we were able to retrieve everything that fracturing the filter". The "fracturing" could not be elaborated, assuming the filter separated from the introducer. This is the second time this happened in the past month and a half (handled in related complaint). It was reported that "it is in the deployment mechanism it¿s getting stuck on the second position". The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records determined that this is a repeat incident of this failure for this manufacturing lot. The related complaint is addressing the same issue with deployment/malpositioning of the filter with the same lot and is reported by the same user at the same hospital as reported "this is the second time this happened in the past month and a half". There is no evidence to suggest that the user did not follow the instructions for use or label. A cause could not be determined from the investigation due to limited information to determine and without the device being returned for evaluation. The reported "multiple attempts" suggest some kind of manipulation during the procedure. If further information should be provided cook will reopen the investigation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: there was an issue with the filter. Everything was fine. The position of the filter before deployment was at the l2 level below the renal vein, however, after pressing the second button for the release, the filter would not release. Multiple attempts were made following that I tried to pull it back into it case it came back halfway, and I tried to red deployed again. It deployed sideways. After that, I had to go use a clover snare and additional snare to try to straighten up using multiple catheters and wires approximately 36 minutes of fluoroscopy time. I was able to retrieve the filter, even though the legs were kind of intertwined from the way the filter was positioned, and we were able to retrieve everything that fracturing the filter. So it is in the deployment mechanism it¿s getting stuck on the second position.